Event description:
It was reported that the coating on the lap instrument was chipping off.

Event description:
It was reported that the coating on the lap instrument was chipping off.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: improper sterilization methods, or normal wear in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.